Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that fluid leaked at the connection of the male luer to the needleless connector on the central line at the end of an infusion of red blood cells. The tubing had been in use 1.5 hours prior to the leak. There was no report of patient harm.